Event description:
At about 3 weeks after primary, the patient came in reporting infection. The surgeon revised the cup and liner ad the site was washed. New devices of the same sizes have been implanted.

Manufacturer narrative:
Batch review performed on 12-may-2025: lot 2208306: (B)(4) items manufactured and released on 07-jun (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 12-may-2025: cup: mpact 01.32.148mh acetabular shell ø48 multi-hole (k132879) lot 2338330: (B)(4) items manufactured and released on 18-mar-2024. Expiration date: 28-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.